Event description:
It was reported that, during an ukr surgery, the bur stopped working and the system booted to the screen where the hand piece is calibrated. It was recalibrated and re-homed the handpiece and bur. As soon as tried to continue burring, the same thing happened. Checking was made for bone stuck in the guard, and it was also checked the gears in the hand piece. The handpiece was re-calibrated a second time, but the bur did not home properly. It was opened a new tray and the case was finished, without delay, using the new handpiece. The patient was not harmed. The results of investigation have pointed out that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece, used in treatment, was jammed and would not home during a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the jam and homing issue. The root cause of this issue was found to be mechanical component failure.